Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2015 alleging a prime (unable to prime) issue. The reporter stated that the patient had a blood glucose (bg) ranging from 13.6mmol to 22.1 mmol/l with blurred vision, polydipsia, polyuria and symptoms of dehydration. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and it was determined that the pump could not be primed with a new cartridge. This report is being made due to the bg excursion the patient experienced due to an alleged prime issue.

Manufacturer narrative:
Follow-up #1: date of submission 04/12/2016 device evaluation: the device has been returned and evaluated by product analysis on 04/04/2016 with the following findings: the bb shows loss of prime warning associated with associated with a low non-zero force and zero force on (B)(6) 2015 beginning at 12:48; deliveries never resumed. A rewind, load and prime sequence were successfully completed with no issues. A 24hr duration test was successfully completed with no loss of prime warnings being duplicated. A force sensor calibration check showed the pump is detecting the correct force. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy testing with no delivery defects found. The pump was found to be delivering within required range and delivering accurately. Removed pump cover; force sensor pins seated and solder connections intact. No evidence of contamination or cracked force sensor traces was observed. No evidence of internal moisture was found. Complaint was verified in the black box but not duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).